Event description:
Dexcom g7 sensor failure at 4 days. Inaccurate glucose readings (outside range) prior to failure (verified via manual fingerstick). This is the third occurrence with the same issues in the last 30 days. Each incident was reported to the manufacturer. Device codes: 3023, 1535. Patient code: 4582. Reference reports: mw5172575, mw5172576.